Event description:
Reporter alleged the customer felt shaky and hypoglycemic a few hours after taking a bolus of insulin. Reporter stated they treated her with orange juice, glucose tabs, coke, candy bars, and hot dogs. Reporter stated that 15-25 minutes later, a result of 121 mg/dl was obtained within 10 minutes of a result og 58 mg/dl on the compact plus system. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.